Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Have had my implant 13 days, can't get help and finally was told to turn it off, and there is no improvement

Event description:
Additional information was received from the patient. They reported that they were not happy with it at all, as it is worse now, and instead of leaking constantly, it now gushes urine without warning, and now their bowels are doing the same. Prior to the implant, they had no bowel issues and the constant utis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's stimulation was uncomfortable and it woke them up yesterday afternoon. The patient said they were barely waking up from anesthesia when the manufacturer representative (rep) programmed the device so they were fine for a few hours then the stimulation came real bad. The patient decreased the stimulation and it was comfortable, then a few hours later it was shocking them again. The patient changed the program and increased stimulation. The patient said they couldn't feel stimulation. The patient was not getting any change in symptoms. The patient called their healthcare provider (hcp) and they gave the patient two numbers to call, and the patient left a voicemail this morning and no one had called them back. The patient went on facebook and read other people's comments and one lady said it was on a 12 and they couldn't feel it. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said during the eval they had someone that called them every day but no one had called them. The patient disconnected the call.